Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# 419388 the lead was returned, analyzed and analysis reported the proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, the outer insulation of the lead was observed to have blood ingression. Concomitant products: implantable pulse generator product ID: 8042b implanted: (B)(6) 2004; implantable pacing lead product ID 5076-58 implanted: (B)(6) 2004. (B)(4).

Event description:
The leads was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the leads were explanted post-mortem and the cause of death was not related to the out of specification finding.